Manufacturer narrative:
Concomitant medical products: product ID: 3708640, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. Product ID: 3708640, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(4), ubd: 05-jun-2021, UDI#: (B)(4). Product ID: 3708640, serial/lot #: (B)(4), ubd: 17-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported the patient's implantable neurostimulator (ins) and extensions were removed and replaced due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the infection was resolved.